Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received "multiple occlusion alarms". The customer's blood glucose level was 500 mg/dl. The customer reverted to an unspecified method of insulin delivery. Tandem technical support was unable to perform a system check as the customer was not wearing the pump.